Manufacturer narrative:
Imaging evaluation summary: images provided are pre-implant cta dated (B)(6) 2021. Length from the lsa to the celiac appears to measure ~ 42.6 cm along the outer curve. Diameters in the 2 cm distal to the lsa ranges from 33 mm ¿ 46 mm. Diameters in the 2 cm proximal to the celiac ranges from 36 mm ¿ 40 mm. Images provided do not allow for evaluation in relationship to this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with a thoracoabdominal aortic aneurysm that was previously treated with a medtronic endurant graft in the abdominal aorta and that was planned to be proximal extended with a jotec multibranch stent graft and two gore® tag® conformable thoracic stent grafts with active control system (tgm343415e and tgmr404015e). It was stated that approx. 30min after the tgm343415e and tgmr404015e were successfully deployed, the jotec device was implanted and ballooned. It was mentioned that the used jotec e-xpand balloon appeared to have ruptured inside the patient at that time. Shortly after the blood-pressure drastically dropped, likely due to an aortic rupture, it was necessary to reanimate the patient. After the patient became stable again, two additional gore® tag® conformable thoracic stent grafts with active control system were implanted proximal to the initial deployed devices to treat the possible rupture. It was stated that later the patient condition became unstable again and that the patient expired on the same day. It was stated that the cause and specific location of the assumed rupture is not known.